Event description:
Olympus received a medwatch report, which stated "while the surgeon was using the hf resection loop in a urology procedure, the loop appeared to break or melt. This occurred twice with two loops from the same lot number. A third loop was utilized without further incident."

Manufacturer narrative:
Olympus followed up with the user facility regarding this report and was informed that the electrode appeared to have melted during the procedure. The setting on the electrosurgical unit used with the electrodes were said to be cut 280w, and coag 140w. The user facility reported that no visible fragments were observed in the pt. The procedure was said to have been completed with a third electrode. The resection electrode loop reference in this report has not yet been returned to olympus, however the user facility has indicated that they would be available for evaluation. Review of complaint data for a period of 5 years did not identify any other complaints associated with this lot number. The exact cause of the user's experience could not be conclusively determined at this time. If additional significant info is received at a later time, a supplemental report will be provided. This report is being submitted as a medical device report in an abundance of caution.